Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no findings available; no device problem found additional information was requested, and the following was obtained: what instruments were used to grasp the needle? Standard surgical needle driver where was the needle grasped during use? 2/3 back from the tip does the needle remain retained in the patient's rectum? Yes were there any patient consequences? Additional rectal dissection are there plans for removal of the needle? If yes, please describe. To be determined what is the current status of the patient? Patient was sent home and is ok attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. Was the rectum the target tissue? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received a detached needle, and one suture that pertained to product code j213. During the visual inspection of the detached needle, the swage and attachment area were noted with a light swage. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the insertion mark. Based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Investigation summary of representative samples ==> the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, twenty-two unopened samples that pertain to the product code j213h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: (B)(4)

Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2023 and suture was used. During the procedure, the needle detached from the thread and was stuck in the tissue. The surgeon was not able to retrieve it. It was verified that the needle was there via ultrasound but they were unable to locate the needle. Needle was left in the patients rectum. Another type of suture was used to complete the procedure. Additional information was requested.